Manufacturer narrative:
Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported under MFR number 3002806535 (UK).

Event description:
Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported under MFR number 3002806535 (UK).

Manufacturer narrative:
(B)(6). G2: report source: united kingdom. Literature: azmi rahman, benjamin martin, cathy jenkins, hasan mohammad, karen barker, christopher dodd, william jackson, andrew price, stephen mellon, david w murray. Less pain reported 5 years after cementless compared to cemented unicompartmental knee replacement: an analysis of pain, neuropathy, and co-morbidity scores. Springer (pages 1-10). Https://doi.org/10.1007/s00167-023-07589-4. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in a journal article that one patient underwent a bearing replacement due to unknown reasons. Diligence is completed and no further information on the reported event has been provided.